Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper tips would not close and not grasp the tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "jaws would not close, would not grasp tissue". For clarification, the instrument was found to have a broken bipolar yaw pulley. As a result, motion at the wrist was no longer intuitive. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.19¿ x 0.08¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.